Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had no stimulation sensation. The pt lost sensation (B)(6) prior to the call. The pt had fallen (B)(6) ago, but not recent to the report. The device also had impedances greater than 4000 ohms on some of the bipolar pairs. The company rep saw the pt to program around the high impedances. It was noted that the pt was doing great.